Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 self-activated and smoked inside the patient. Device was quickly removed and caught on fire once removed. A new vh-3500 had to be opened to complete the case. No injury to patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4, g7, h2, h6, h10, h11. Corrected section: h3 - device not eval provide code changed from "device not returned" to "device discarded" analysis of production: (3331/213/67) a lot history record review was completed for lots 25160763, 25160903, and 25161276 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb -2020 through jan -2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device discarded: (4115/ 3221/67) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing. H3 other text : device discarded

Event description:
N/a